Manufacturer narrative:
According to information provided by the response center engineer (rce) the customer changed their allegation from failure to alarm at the central, to the alarm was provided visually but not audibly at the central station. The logs were provided and reviewed by the rce, as well as the quality specialist. The logs indicate that at 11:03 a vent fib/tachy alarm occurred which was suspended at 11:04, and then at 11:15 an asystole alarm occurred which was suspended within seconds at 11:15; thus alarms were occurring and being addressed by users. The rce stated that the field service engineer (fse) and biomedical engineer tested the equipment and found it operating properly, however, it has been quarantined for now. The available information indicates that this was a user alarm handling issue. No device malfunction occurred. The patient expired. The patient had end stage cancer, and death was anticipated. The customer was unwilling to provide any additional patient information.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that bed 14 did not alarm at the central station on (B)(6) 2016 between 11:10-11:20 and the patient expired..